Event description:
It was reported that sensor-related error message appeared on pump while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, and error message did not appear again after reset.